Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was suspected the right atrial (ra) lead noted a small shifting during intervention related to the right ventricular (rv) lead. No adverse patient effects were reported.